Event description:
(B)(4). He dentist reported that 1 month after the dental implant was installed in an intraoral region #7 it was verified its non-osseointegration. Pt presented bone type ii and immediate load was performed.

Manufacturer narrative:
(B)(4).